Event description:
On 10/23/2006, nellcor puritan bennett rec'd a report from a hospital in another country that a warmflo 588 fluid warmer was set to 38 degree c and alarmed at 39 degree c, and was then turned off due to noted discoloration of blood. The reporter also reported that there was no harm to the pt. No other info was provided.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The warmflo 588 fluid warmer was returned to nellcor puritan bennett for failure investigation. It was tested and performed as expected. A summary will be provided in a supplemental if any new or significant info is learned.